Event description:
An unknown user facility utilizing an fmc acute clinic liberty select cycler reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette from the cycler at the end of pd treatment. The initial reporter indicated they had received an m31 air detected in cassette alarm during fill 2 of 5. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. It was reported that there was fluid within the cycler. The reporter was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. There was no adverse event, symptom, nor medical intervention reported during the initial call. Additional information has been requested, however to date has not been received.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An unknown user facility utilizing an fmc acute clinic liberty select cycler reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette from the cycler at the end of pd treatment. The initial reporter indicated they had received an m31 air detected in cassette alarm during fill 2 of 5. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. It was reported that there was fluid within the cycler. The reporter was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. There was no adverse event, symptom, nor medical intervention reported during the initial call. Additional information has been requested, however to date has not been received.